Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the chair is 3 wheeling, the right front caster is hanging in the air about 1 inch.